Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient has been having hallucinations. It was stated that one day the patient walked out onto the main highway in the rain, and a consumer had to search for them, with the patient soaking wet when they were found. It was inquired if the device could be adjusted. No further complications are anticipated. The patient's indication for implant is unknown. See related regulatory report 3004209178-2017-11118.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.